Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, device stressing and power on/off cycling with battery only, ac only, and with battery and ac power connected without duplicating the report. An internal inspection found no discrepancies. The dock connector board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.